Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Event description:
The field service engineer had cell-dyn diluent splash in their left eye. Three days of antiretroviral medication was given as a precaution. All blood tests done were negative (no details provided).

Manufacturer narrative:
Review of available information found the fse was not following the safety precautions stated in the cell-dyn 3700 operator's manual and service manual. The fse removed his protective eyewear after troubleshooting and while the instrument was in ready mode. Further investigation of the issue included a review of the complaint text, a search for similar complaints, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate as the cell-dyn 3700 operator's manual and the cd3000/cd3500/cd3700 system service manual provide precautionary warnings and information necessary for the safe use of the cell-dyn 3700 system. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.